Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.

Event description:
Via email, it was reported that during a procedure, it was necessary to use jamshidi trocars for bone marrow aspiration. Once the trocar was set, when needle was retrieved the handle got dissociated from the handle. The trocar was retrieved and then a third trocar from another lot was used to complete the procedure. Clinical consequences: extension of the procedure duration. (B)(6): end user gave the following additional info: the needles didn't present any default before use. No issue inserting the needle, no more resistance felt than anticipated. In the absence of handle, the needle was removed with a pair of pliers. The user is very experienced. The patient is (B)(6) and has no clinical consequences.